Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with no delivery. Customer noticed that the insulin was cloudy and looked like gel. The insulin looks fine, but becomes cloudy in the pump. Customer stated it worked fine at first, but after few hours it alarms no delivery and insulin gets cloudy. The customer's blood glucose was unknown.